Event description:
It was reported that the patient had their scs lead explanted on an unknown date due to too much scar tissue developing at the lead site. No further information has been made available to the manufacturer.